Manufacturer narrative:
Insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off, broken belt clip slot, and minor scratched display window.

Event description:
The customer reported via phone call that a piece from the reservoir compartment fell off. Customer's blood glucose level was 98 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.